Manufacturer narrative:
This report is submitted on october 27, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the patient's surgeon, the patient experienced breakdown of skin flap resulting in extrusion of the receiver-stimulator. Subsequently the patient underwent revision surgery (date not reported) to close off the site.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2016. This report is filed on january 24, 2017.